Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged one day post implant. X-rays were performed to confirm the dislodgement. The lead was successfully repositioned two days later. No additional adverse patient effects were reported.